Event description:
An optometrist reported a case of bilateral trace diffuse lamellar keratitis (dlk), observed at one day post lasik treatment. Reporter indicated the topical steroid eye drops dosage was increased. Reported also indicated white, particulate granules superonasal left eye at "7 to 11 o'clock" with no migration towards pupil. Pt indicated foggy/hazy eyes. Additional info has been requested. There are two related reports for this pt. This report addresses the pt's left eye. And another MFR report will be filed for the fellow eye.

Manufacturer narrative:
Evaluation summary: the product was not returned for analysis. Results from the product history record review indicated the product met release criteria. The product investigation could not identify a root cause. Additional info has been requested. The device history records (DHR) for the device was reviewed. The associated device was released based on company acceptance criteria. (B)(4).